Event description:
It was reported that the patient experienced pain around the pump. An implantable neurostimulator (ins) was implanted to treat the patient's symptoms. The pump was turned off, and was going to be explanted.

Event description:
Additional information received reported the device was being used to deliver baclofen.

Manufacturer narrative:
Product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010; product type catheter.